Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). No code available for delay in surgical procedure greater than 30 minutes. (B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the unit will not shut off. There was no patient harm. There was a 45 minute delay in the case. No additional patient consequences were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
On september 10, 2018, it was reported that the unit would not shut off. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4width plates, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated dermatome an serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 3, 2018 where it was reported that the device gouged a patient and the bearings and swivel were replaced. This is not a related issue. Product review of the dermatome an on september 14, 2018 revealed that the poppet spring was broken causing the poppet not to completely seal. The calibration was within specifications and the control bar was in the correct position. The motor speed was also within specifications. Repair of the dermatome an was performed by zimmer biomet surgical on september 14, 2018 which included replacement of the screws, o-rings, and poppet spring. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the poppet spring was broken causing the poppet to not completely seal. The cause of the device not shutting off was due to the damaged poppet spring. The root cause of the devie not shutting off could not be determined with the provided information since it is unknown how the poppet spring became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.